Event description:
The asset tc-e300 energy cart was returned and evaluated. There was no allegation of a complaint. However, upon inspection and testing of the returned device found the castor has broken off. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the castor has broken off, the mechanical fixings are missing/loose due to castor damage, and the brake is damaged on one wheel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The castors were not returned and only limited photos were made available. The serial number provided shows the workstation was built in 2017, when questioned if these were the original castors it was stated "we have not found any repair order for this device. This is the first time a defect to this device is documented. We assume the castors are still the original castors." It was also confirmed that the device is being used as an olympus demo device. The castors are classified as consumable items, and reference the instruction for use (IFU) regular checks are required to be carried out, including an inspection on the condition of the castors. They are to be replaced if damage is seen.